Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The mixer was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a failure affecting mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Ventilation was not affected and remained functional in alt o2 mode. Therefore the initial event was not reportable.